Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported a file corruption error message. This error causes the system to lock up or not to boot. There is no report of injury or death associated with this event.